Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge of the pump displayed 40% battery life while plugged into a power source and charging. However, after the pump was unplugged from the power source, the battery gauge then displayed 100% battery life, without further charging of the device. There was no impact to the customer's blood glucose level.